Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a coronary procedure to treat a target lesion in the right coronary artery (rca) and a perforation occurred. A 3.5 x 16 mm graftmaster stent was prepared; however, when the protective sheath was removed, the stent dislodged and remained in the sheath. The device was not used. There was no adverse patient effect and no delay related to the dislodged graftmaster stent. A 2.8 x 16 mm graftmaster stent was then used without issue, sealing the perforation. Post procedure, the patient was in stable condition. No additional information was provided.